Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the pin/clip that prevents the guides from rotating was broken. No patient impact.